Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced cold sweats the day the sensor was put on the arm. Upon checking the dexcom app, the egv was 65 mg/dl. The patient performed a fingerstick test for comparison, which showed a result of 300 mg/dl. The reporter noted that the dexcom eventually stopped functioning and no longer displayed readings, though the exact error message could not be recalled. No mention if the symptomatic hyperglycemia was treated. Due to the conflicting readings and symptoms, they decided to call an ambulance. When emergency personnel arrived, they conducted a fingerstick test, which showed a glucose level of 59 mg/dl. No mention of the timeframe from 300 to 59 mg/dl. The responders advised transporting the patient to the hospital; however, the patient declined and preferred to remain at home. The emergency personnel administered IV glucose, after which the patient¿s condition improved. The patient remained at home and required no further medical intervention. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced cold sweats the day the sensor was put on the arm. Upon checking the dexcom app, the egv was 65 mg/dl. The patient performed a fingerstick test for comparison, which showed a result of 300 mg/dl. The reporter noted that the dexcom eventually stopped functioning and no longer displayed readings, though the exact error message could not be recalled. No mention if the symptomatic hyperglycemia was treated. Due to the conflicting readings and symptoms, they decided to call an ambulance. When emergency personnel arrived, they conducted a fingerstick test, which showed a glucose level of 59 mg/dl. No mention of the timeframe from 300 to 59 mg/dl. The responders advised transporting the patient to the hospital; however, the patient declined and preferred to remain at home. The emergency personnel administered IV glucose, after which the patient¿s condition improved. The patient remained at home and required no further medical intervention. No other details were documented. Data investigation could not confirm the allegation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, that a new session was started at 06:40 pm, with the warmup lasting until 07:35 pm. The first estimated glucose value was in range at 78 mg/dl. At 08:10 pm, the egvs dropped to 69 mg/dl, below the low alert threshold (70 mg/dl), and the app delivered a low alert at 100% volume, which was acknowledged immediately. The device experienced a short period of signal loss, with an alert at 100% volume at 08:33 pm, which was acknowledged immediately. The egvs returned within range for a few minutes, then the device experienced a short period of signal loss again, with an alert at 100% volume at 08:55 pm, which was also acknowledged immediately. At 08:55 pm and 09:00 pm, egvs dropped below the low threshold again, and the app delivered low alerts at 100% volume. The device experienced a short period of signal loss again, with an alert at 100% volume at 09:20 pm, which was also acknowledged immediately. At 09:20 pm, the egvs dropped to 54 mg/dl, below the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at 100% volume. The device experienced a short period of signal loss again. From 09:40 pm to 09:55 pm, the egvs were low (below 40 mg/dl), and the app delivered urgent low alerts at 100% volume. The device experienced signal loss again, this time over two hours, from 10:00 pm until 02:10 am the next day, (B)(6) 2026. The signal loss alert was acknowledged at 02:16 am. From 02:16 am to 02:25 am, the egvs dropped from 52 mg/dl to low (below 40 mg/dl), and the app delivered urgent low alerts at 100% volume. The device experienced a short period of signal loss again, with an alert at 100% volume at 02:55 am, which was also acknowledged immediately. Another signal loss alert was delivered at 03:27 am and acknowledged immediately. At 03:30 am, the sensor failed, and the alert was acknowledged immediately. The probable cause could not be determined. No additional event or patient information is available.